Manufacturer narrative:
No devices were returned for evaluation. A review of the system logs found no errors occurred during the procedure that could have caused or contributed to the event. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, mega needle driver, and force bipolar forceps. A site history review found that no complaints have been reported for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a bowel injury that was not detected at the time of the oophorectomy with hysterectomy with lysis of adhesions. Although it was not known how the injury occurred, it was noted that the patient required an extensive lysis of adhesions which may have contributed to the injury. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that following a da vinci-assisted hysterectomy with oophorectomy and lysis of adhesions procedure, the patient expired. The procedure was completed robotically as planned with no errors, alarms, or malfunctions. The site director of perioperative services reported that two days after surgery, the patient presented to the emergency room with hypoxia and signs of infection and septic shock. An exploratory laparotomy revealed a bowel enterotomy perforation; a small bowel resection was performed. The patient expired six days after the initial surgery due to significant cerebral edema and anoxic brain injury secondary to septic shock and respiratory failure. The site director of perioperative services stated that the small bowel enterotomy may have occurred either during trocar placement or during lysis of extensive adhesions from previous surgeries and stated that there was no device malfunction associated with the event. An attempt to obtain additional information from the operating surgeon was made; however, no response has been received.